Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were unexplained pump reboot events observed in the black box. No damage was found to the battery compartment. The returned battery cap had stripped threads and was unable to attach to the pump. The pump reboot events were duplicated with the returned battery cap. A new test battery cap was able to fully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the duration test. The pump cover was removed and no evidence of internal moisture or damage to the power circuit was found. Unrelated to the initial allegation, the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.